Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient, with grade 3-4 functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted, reducing mr to grade 2-3. Implantation of a second clip was planned to further reduce the mr. Approximately 5 minutes after implantation of the first clip, it was noted to have detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). Mr increased to grade 3. The second clip was successfully implanted lateral to the first clip and mr was decreased to grade 1. No additional information provided.